Event description:
It was reported that a patient underwent an open prostatectomy on (B)(6) 2012 and suture was used. During the procedure the needle broke. The procedure was completed with a like device, however the needle fragment remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Three loose needles and five unopened packages were received for this evaluation, the inspection of the loose needles did not reveal any signs of manufacturing defects with the needles.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.